Manufacturer narrative:
Thrombus was confirmed through the evaluation of the returned pump. The pump was returned assembled with the driveline cut approximately 1.5 inches from the pump housing and the distal end of the driveline was also returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached from the pump¿s inlet port. The sealed outflow conduit (outflow elbow, outflow graft, and outflow graft bend relief) was returned attached to the pump¿s outlet port. The outflow graft bend relief collar was sutured in place around the outflow graft nut. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Examination of the pump upon disassembly revealed a thrombus surrounding the bearing ball within the proximal side of the outlet stator. Its lack of concentric layering indicates that this deposition did not initially form in the outlet stator. The origin of this deposition could not be determined; however, its areas of denaturation indicate that it was present while the pump was supporting the patient. Although a root cause for the development of this deposition could not conclusively be determined through this evaluation, it could have contributed to the patient's elevated lactate dehydrogenase level. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted for a lactate dehydrogenase (ldh) level elevated to 945 u/l. The patient was given a heparin infusion and the ldh level went down to 891 u/l. The patient observed transient elevated parameters, which were not observed in the log file history. The patient was on integrilin, and ldh was in the 950 u/l range. The patient's highest ldh level was 1200 u/l even on heparin and integrilin. A ramp echocardiogram was inconclusive. The lvad team decided hemolysis was likely a result of pump thrombosis and the decision was made to exchange the pump via sternotomy on (B)(6) 2017. It was also reported that the patient had been admitted two times prior for elevated ldh, however, no specific details were provided. No further information was provided.